Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn longer than 48 hours.

Manufacturer narrative:
The device was returned partially deployed. The device was received with the formed needle visible in the exposed portion of the soft cannula. Upon opening the device, the hard cannula was observed to not be seated within the slide retract. Damage was observed on the slide retract where the hard cannula would normally be seated. The slide retract damage was caused by an incorrectly installed formed needle. The incorrectly installed needle is the root cause of the reported needle mechanism failure. No damages nor defects were observed during the investigation that would cause the 0x5f alarm. The device was received with the adhesive pad attached to the bottom housing. The adhesive pad welds were observed to be incorrectly installed. This had no effect on the needle mechanism failure.